Event description:
The affiliate reported the customer alleged discrepant toxoplasma gondii antibody (igg) results, for one pt on multiple samples, involving unicel dxi 800 access immunoassay system. This is report number four of four. Pt results obtained on previous samples were negative. Subsequent testing on an alternate unicel dxi 800 system produced positive results. The results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on site. The fse found no system issues. Beckman coulter, inc followed up with the customer and confirmed no further toxoplasma gondii antibody (igg) issues were noted at the time. This reportable event was identified during a retrospective review of product complaints conducted from jan 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-04951, 04952, 04953.